Manufacturer narrative:
(B)(4). Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch # kjb8441, exp. Date 07/31/2018, MFR. Date 08/16/2016. Batch # jgb5811. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria. The photo of the product upon which this medwatch is based has been received, however, the evaluation of the photo is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. Additional information was requested and the following was obtained: what was the lot number on the pouches of the product? Jgb5811. Can you send us a photo of lot number listed on the pouch? Done..

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the absorbable hemostat was used. It was also reported that the product label on the box did not match with the label on the pouch of the absorbable hemostat. The lot number and expiration date were different and this device was not used on the patient. Another device was used to complete the procedure.

Manufacturer narrative:
During record review for both batches, it was revealed that there was 1 year and 2 month in between the manufacturing dates of these batches. Based on the manufacturing dates of both batches as per record, review, there are no indication that product was mixed during the manufacturing process.